Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one conquest pta dilatation catheter. During visual evaluation, fiber disturbance was observed throughout the balloon and the distal tip of the balloon appeared to be prolapsed. A complete detachment was noted to the catheter shaft. No other anomalies were observed. Due to the condition of the device, no functional testing was performed. Two photos were provided and reviewed. The first photo shows the conquest device. The balloon is seen bloody and distal end seen prolapsed. Second photo shows the outer packaging of conquest device. Labelling details match with information available in trackwise. Therefore, the investigation remains inconclusive for the reported balloon rupture as functional testing could not be performed due to condition of the device returned. However, the investigation is confirmed for the identified detachment as a complete detachment was noted to the catheter shaft. Also, the investigation is confirmed for the identified material deformation as fiber disturbance was observed throughout the balloon and the balloon distal tip appeared prolapsed. A definitive root cause for the reported balloon rupture, identified detachment and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 18 atm. The procedure was completed using another device. There was no reported patient injury.